Manufacturer narrative:
The subject screw and the implant were not returned. Therefore, a visual/physical inspection of the products could not be performed. The x-ray provided shows the implant in the osteotomy. However, no relevant information related to the reported screw fracture could be determined from the image. The tooth location and implantation period are unknown. No relevant patient factors that could cause or contribute to the reported event were noted. The part and lot numbers for the subject screw is unknown. Therefore, the respective dhrs could not be reviewed and the lot specific complaint history review could not be performed. Therefore, based on the investigation, device (screw) malfunction and the reported event could not be verified. A definitive root cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device was discarded.

Event description:
It was reported that an unknown biomet screw fractured inside the implant. The fractured screw was removed and replaced with a new screw. Implant is intact.